Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: ptd tip broke off into patient that was getting clotted. The reported defect was detected during use. The patient condition is reported as "fine". Therapy was not delayed/interrupted. No report of an intervention required.

Manufacturer narrative:
Qn#: (B)(4). Lot# unknown. Potential lot# 13f19d0401.

Event description:
The customer reports: ptd tip broke off into patient that was getting clotted. The reported defect was detected during use. The patient condition is reported as "fine". Therapy was not delayed/interrupted. No report of an intervention required.

Event description:
The customer reports: ptd tip broke off into patient that was getting clotted. The reported defect was detected during use. The patient condition is reported as "fine". Therapy was not delayed/interrupted. No report of an intervention required.

Manufacturer narrative:
(B)(4). The customer returned one 5fr ptd catheter, rotator, and lidstock for evaluation. Visual examination revealed the pebax tip was fully separated from the ptd basket and not returned for evaluation. Microscopic examination confirmed the basket wires were fully welded. The length of the returned pebax tip measured to be approximately 0.118" which indicates at least 0.3976" of the tip were separated and not returned per product drawing. The returned ptd basket was able to be retracted and advanced from the ptd catheter. The returned ptd catheter was assembled with the returned rotator. When the rotator button was depressed, the ptd catheter performed as expected. A device history record review was performed based the lot on the lidstock provided. No relevant findings were identified. The instructions-for-use provided with this kit warns the user, "potential fatigue failure of ptd torque cable and fragmentation basket may occur with prolonged activation of ptd device. When using the ptd within the apex of a forearm loop graft, limit operation to 3 minutes or less to reduce the potential for basket failure. A rapid withdrawal rate of 1-2 cm/second is recommended when sharp radii are encountered (i.e., radius of loop graft, radii < 3 cm)." The customer report of a separated ptd tip was confirmed by complaint investigation of the returned sample. A portion of the ptd pebax tip was separated from the basket and was not returned for evaluation. A device history record review was performed based on the lot number on the sample provided with no relevant findings. A CAPA has previously been initiated to further investigate this issue. The root cause has been determined as a manufacturing (molding) issue. Corrective actions have not yet been implemented.